Event description:
Anchor was used in the deep layer. Inserter did not pull out after anchor was inserted. Insertion site was pre-drilled. The inserter was pulled out in the vertical direction. When it was pulled again, inserter pulled out, however, the anchor broke. Broken piece remains in the pt. Back-up device was available to complete repair.

Manufacturer narrative:
Product has not been returned for eval, therefore, no conclusion could be made for the reported device failure.